Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not able to charge the ipg and was having coupling issues with the charger to the battery. The patient felt that the ipg was moving around and was implanted at an angle. The physician could not confirm if the ipg had migrated prior to the revision since he did not do the original ipg implant. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint of difficulty charging was not confirmed. The implant easily coupled with multiple chargers resulting in locator beep stopping. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was not able to charge the ipg and was having coupling issues with the charger to the battery. The patient felt that the ipg was moving around and was implanted at an angle. The physician could not confirm if the ipg had migrated prior to the revision since he did not do the original ipg implant. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.